Event description:
The medwatch form stated that when being used by the surgeon, the ligasure would not release after it cut. The pt was transferred to ppacu (recovery room) in excellent condition.

Manufacturer narrative:
(B)(4). Several attempts have been made to contact the customer to obtain additional info about the incident and to inquire as to the availability of the incident device for investigation. No further info has been provided by the site. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.